Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens would not position in the eye due to a posterior capsular tear. The incision was enlarged to remove the lens. There was vitrous that was snipped and removed. An anterior chamber lens was inserted and a suture was required to close the wound. The lens was the cause of the capsular tear.